Event description:
It was reported by service report that the power cords were missing their ground prong, and headend left siderail was stuck down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - bent glide rods.